Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor ventricular catheter was leaking cerebrospinal fluid: after the microsensor was implanted (during procedure) a minimal amount of cerebrospinal fluid leaked. A new microsensor was placed. There were no adverse consequences to the patient and no surgical delay.

Event description:
N/a

Manufacturer narrative:
(B)(4). Microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Microsensor was returned for evaluation. Failure analysis- catheter was received in drainage tube and was cut, connector end missing. No testing was possible. The complaint was not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A DHR review, trending, and risk assessment were performed as part of the evaluation. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.